Manufacturer narrative:
Batch and complaint records indicated no such problem with this order. The bronchial and tracheal cuffs were inflated and immersed in alcohol and water - leakage was detected from the tracheal cuff. Closer examination revealed a 2-3mm slit on the body of the tracheal cuff at right angle to the main tube body. Microscopic examination revealed that the slit was caused by a "tearing" action. The single wall thickness was measured away from the damaged area and was found to be within blueprint specifications. The returned unit did not cause injury to the patient. The reported problem was detected on the returned sample. There is no evidence to suggest that the reported problem occurred in house. All co's cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.

Event description:
During cuff check prior to use, pinhole was found in the upper cuff and impossible to use.